Manufacturer narrative:
Patient is a (B)(6) female, 5' 8" tall, (B)(6). With a medium activity level. The monoblock tibia was implanted for approximately 6 years prior to being revised for instability in the a/p and m/l directions as well as for pain. Method of implantation was cementless. X-rays were not provided for this investigation so an engineering assessment of the fit and orientation of the monoblock tibia with the native tibia and femoral component could not be made. The explanted device was cleaned and disinfected prior to being returned for this investigation which may have altered its appearance. It was photographed as part of the investigation (see document referenced below). The explanted tm monoblock tibia does not show any abnormal wear scars or other damage on the poly articulating surface that can be an indicator of maltracking of the femoral and tibial components. In addition, the tm surface of the monoblock tibia including the tm pegs shows what appears to be bone apposition over the majority of the tm surface including the hex pegs. Therefore, based upon this limited information, there is no obvious indication that the tm monoblock contributed to the complaint of instability in the a/p and m/l directions. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened .

Event description:
It was reported that the patient knee was unstable at the anterior/posterior and medial/lateral directions and painful. Initial surgery was conducted on (B)(6) 2011 and the revision surgery was conducted on (B)(6) 2017. No further information is available.